Event description:
It was reported that the sensor tip broke off inside of the customer. The customer reported that the site was clear. No redness or irritation was noted. However, the customer had an appointment with his surgeon to evaluate the area. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.